Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturing reference number: 2017865-2024-69517. It was reported that the patient's felt discomfort due to left ventricular (lv) lead exhibited high capture threshold and diaphragmatic stimulation. Upon attempting to replace the lead during pulse generator exchange procedure, it was noted that the outer insulation of the new right ventricular (rv) lead had ripped during sheath slitting. The rv lead was not used, and a new rv lead was implanted. The patient was stable throughout the procedure.